Event description:
Patient is on prolonged intermittent renal replacement therapy (pirrt) and registered nurse (rn) entered the room to address an alarm. Upon entering they discovered that there was blood coming from the top of the filter. Appears the filter has cracked somehow, either from defective product or from mishandling prior to use. No patient harm occurred.